Manufacturer narrative:
(B)(4). Failed power supply was returned to fi lab and it was determined that the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device shut down while in use. No patient harm has been reported&#842;

Manufacturer narrative:
Pr#: (B)(4). Customer declined to provide pt information.

Event description:
The customer reported the device shut down while in use. No pt harm has been reported.